Event description:
It was reported that an ilet user experienced discordant glucose readings between the sensor and fingerstick (sensor reading high blood glucose at 325 mg/dl versus fingerstick 206 mg/dl, later fingerstick 227 mg/dl versus sensor high) and received repeated ¿calibration not used¿ messages after entering back-to-back calibrations; the user reported hyperglycemia for approximately 1.5 hours after a snack and later announced a meal and inserted a new continuous glucose monitoring (cgm) sensor. Investigation of this case revealed no confirmed device malfunction of the ilet and suggested cgm inaccuracy contributing to discordant values and the ¿calibration not used¿ alerts. No symptoms associated with elevated blood glucose reported. Outcomes included user concern and the need to replace the cgm sensor. It was concluded that the event was hyperglycemia with cause unclear and that cgm sensor performance likely contributed rather than ilet malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.